Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose because she did not changed reservoir when insulin pump alerted low reservoir. The customer¿s blood glucose level was 598 mg/dl and over 600 mg/dl. The customer gave injections to lower down blood glucose. The customer was not able to rewind the insulin pump. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.